Event description:
A remedial action has been initiated to provide recommendations to the customer for product in the field. Through a combination of internal studies and customer reports, abbott point of care inc. (Apoc) has determined that the frequency of suppressed results for I-stat ctni, bnp, and ck-mb are affected by atmospheric pressure. Suppressed result rates may increase with high elevations (decreased barometric pressure) and may become persistent if testing is performed at more than 7500 feet above sea level. The pressure effects that lead to the increased suppressed result rate do not affect the analytical results of the assay when generated. This action is being conducted in cooperation with the u.s. Food and drug administration and (B)(6).

Manufacturer narrative:
Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration. Product #: 06f15-04, lot #: all. Product: 03p90-25, lot#: all. Product #: 600-9009-25, lot#: all/ brand name: I-stat bnp cartridge. Common device name: bnp cartridge. Product#: 06f30-01, lot#: all, 510(k): k031739. Product#: 06f30-02, lot#: all. Product#: 03p93-25, lot#: all. Product#: 600-9010-25, lot#: all. Brand name: I-stat ck-mg cartridge. Common device name: ck-mb cartridge. Product#: 06f25-01, lot#: all, 510(k): k051433. Product#: 06f25-02, lot#: all. Product#: 03p92-25, lot#: all.